Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right atrial (ra) lead oversensing was observed and there was inappropriate counting of atrial fibrillation (af)/atrial tachycardia (at). The ra lead sensitivity was reprogrammed and ra lead undersensing was then observed. Undersensing was unable to be provoked and the clinician indicated they would monitor for more incidents of ra undersensing at the reprogrammed sensitivity. The ra lead remains in use. No patient complications have been reported as a result of this event.